Manufacturer narrative:
The event of skin ulcer formation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: skin ulcer formation. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional, through other company representative, reported "skin ulcer formation: grade: [iiia]". Local anesthesia treatment. This record is for an unknown side. The device status is unknown.